Event description:
No additional customer information reported.

Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Corrected field: h4 - value was incorrectly reported and should read 10/1/2024. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had foreign material blockage in the air/water supply. The issue had occurred during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
Customer name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.